Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 130 noted. Motor was tested outside device and passed. Hardware low level failure alarm during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly.

Event description:
The customer's family reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose was 104 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The device will be returned for the analysis.